Event description:
The pt presented to the clinic in early october complaining of device shock. Upon interrogation, the diagnostics indicated a high lead impedance of >200 ohms. At that time the physician learned that the pt may have had possible lead damage. However, the leads were connected to a new device and ultimately yielded normal impedance readings. The decision was made to explant the device.